Event description:
Bilateral breast implants done 6 yrs ago. Rptr experienced a gradual onset of tendonitis, fasciitis, bursitis, extreme fatigue, soreness, contractures of the implant pocket requiring more surgery, and hematoma requiring more surgery. These symptoms were relentless and, in fact, worsening with time. Ultimately she began having to take daily nsaid medications to minimize the joint pain so that she could still move around. The nsaids are presently causing gi problems which have caused her to stay home more and more often due to illness. The implants were removed in 1993. The fatigue was better within four weeks, the joint pain persists.